Manufacturer narrative:
The issue was investigated in detail. According to the customer the system tilted to -45 degrees without given command. The provided log files showed that the movement was initiated by a hardware signal during the time of event. However, for this machine model - axiom luminos drf with sw version vc10r - it is not possible to determine using the log files whether the movement was requested intentionally by the operator or caused by a hardware failure. The tableside control (material number 10252050) was replaced at the concerned site and returned for further investigation. All buttons were tested and found fully functional. Additionally, several stress tests were performed in the test laboratory. No failure or malfunction were identified. Therefore, it is assumed that the issue may have been caused by a defective remote control console (rcc1, material number 10308484). The part was requested, however, it has not been returned for analysis. According to the local service organization the rcc1 was disconnected from the system. It is recommended not to use the remote control console until its error free operation is ensured. This part may be a nonconforming product that needs to be corrected or otherwise taken out by service. Since the replacement of the table side control and the removal of the remote control console the problem did not reoccur.

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
An unintended system movement of the axiom luminos drf unit was reported to siemens. The unit moved on its own to -45 degree position. The issue occurred outside of regular hospital operation and not during a patient procedure. No injury was communicated from that event. The incident occurred in (B)(6).